Manufacturer narrative:
(B)(6). Date of onset for post-operative bone bridging (mild, moderate, and severe) is unknown. This report is for one (1) unknown prodisc-c implant. Without a valid part and lot number, a UDI number cannot be generated. It is unknown if the complainant part has been (or will be) explanted. (B)(4) used to report the patient¿s mild, moderate, and severe bone bridging. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via (B)(6) study that patient (B)(6) reported numbness in both hands. A medium 5mm prodisc-c was implanted at c5-c6 on (B)(6) 2004 with no intraoperative complications noted. The patient was discharged to home on (B)(6) 2004. Follow-up x-rays taken on (B)(6) 2005 noted mild bridging bone; moderate bridging bone was observed via x-rays on (B)(6) 2005; severe bridging bone was noted via x-rays taken on (B)(6) 2006, (B)(6) 2007, (B)(6) 2009, (B)(6) 2010, and (B)(6) 2011. On postoperative day 26 ((B)(6) 2004), the patient complained of tightness and tenderness in the cervical para-spine musculature and trapezii. These events were anticipated, so the patient was referred to physical therapy. Prescriptions were also given for flexeril and lodine. The patient was told to stay out of work for one (1) month post-operative. There was no mention of these issues at any follow-up thereafter. On postoperative day 751 ((B)(6) 2006), the patient reported numbness in both hands. Carpal tunnel splints for both hands were provided. On postoperative day 1131 ((B)(6) 2007), the patient reported pain in the cervico-thoracic junction. If symptoms persist, an MRI will be ordered. The current state of event is on-going, but no further mention of this complaint was identified. The study for this patient was completed on (B)(6) 2011. This report will address the bone bridging (mild, moderate, and severe). This report is for one (1) unknown prodisc-c implant. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is not enough information available to clearly establish if the reported radiology findings are of clinical significance. If additional information becomes available, the findings will be re-assessed per processes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is not enough information available to clearly establish if the reported radiology findings are of clinical significance. If additional information becomes available, the findings will be re-assessed per processes.